Manufacturer narrative:
Additional information was provided in b.5., d.10., e.4., h.6., and h.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the surgery was completed on the same day with another lens. There was no patient contact.

Event description:
A non healthcare professional reported with a description of leading haptic would not remain inside folded lens while advancing in cartridge. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).